Manufacturer narrative:
E4 - initial report sent to FDA was updated. H6 codes were updated. The suspected device was not received for evaluation. The device history file was reviewed. There were no nonconformities were identified that may have contributed to the reported complaint. The complaint cannot be replicated or confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that when the nurse was inserting an IV catheter into the patient¿s arm, they advanced the catheter as is standard procedure and blood began pouring out. The valve inside that supposed to stop the blood from coming back out of the catheter failed. There was a patient involvement and there was no reported patient harm.